Event description:
Litigation papers allege pain and elevated metal ion levels. Medical records were obtained. Medical records indicate patient was revised due to metallosis and significant synovitis. Upon revision, dark gray synovial fluid and lining consistent with metal poisoning, bone on the lateral edge of the acetabular component that overlapped the edges of the acetabular rim and an anterior rim deficiency were found.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.